Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set's tubing detached at the quick release. There was no stress or pull on the tubing and the pump was not dropped with the set-in place. No further information available.